Event description:
It was reported that cracks were observed in the black rubber seal on the underside of the pump, where the disposable is connected. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one photo, the physical device not returned unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.